Event description:
No new information received by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing, the device evaluation and the final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: air water channel, auxiliary water channel, cfu: <1cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: instrument channel, cfu: 5 cfu, bacterial identification: bacillus species, coagulase negative staphylococci. Sampling date: (B)(6) 2025, sampling from: suction channel, cfu: 42 cfu, bacterial identification: enterococcus faecalis, klebsiella pneumoniae, coagulase negative staphylococci. Sampling date: (B)(6) 2026, sampling from: air water channel, suction channel, cfu: <1cfu, bacterial identification: n/a. Sampling date: (B)(6) 2026, sampling from: auxiliary channel, cfu: 2 cfu, bacterial identification: peribacillus sp. Sampling date: (B)(6) 2026, sampling from: instrument channel, cfu: 10 cfu, bacterial identification: peribacillus simplex, pseudomonas species. Sampling date: (B)(6) 2026, sampling from: air water channel, auxiliary channel, instrument channel, cfu: <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2026, sampling from: suction channel, cfu: 1 cfu, bacterial identification: peribacillus sp. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were reported by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.